Event description:
Clear, plastic medicine syringe, measuring up to 10ml of liquid, manufactured by becton dickinson company, rubber tip attached to plunger part of syringe came off into my child's mouth and lodges into the back of his throat cutting off oxygen. This caused child to become lifeless and then go into a seizure, currently there is no family or pt history of epilepsy or seizure activity. My husband was directed to place his finger on the back of my son's tongue during the seizure to hold his tongue down and when he did so my husband dislodged the rubber tip and my child began breathing again. My child had gotten this syringe out of a drawer in the kitchen where the plastics are kept, measuring cups, measuring spoons, plastic kiddie spoons. This syringe was given to me by pharmacy to dispense liquid medication to one of my children and they are reusable. There was no packaging with this syringe or any of the others that I have ever received.